Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4-5 functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation, while applying the minus knob, it was unable to straighten as cable snapped and there was a pop sound. Device was replaced and continued the procedure. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.